Event description:
The customer reported that the system indicated that the software files were corrupted and the system would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No further repair information is available at this time.